Event description:
It was reported that, pt was infected so they removed all the components. They did a poly exchange on this pt on (B)(6) 2012. Infection progressed so they removed all components on (B)(6) 2012.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: description: triathlon p/a cr beaded #5l, cat# 5517-f-501, lot #s4lhp; description: triathlon-prim tib baseplate, cat #5520-b-500, lot #s8b4t; description: triathlon symmetric x3 patella, cat #5550-g-339, lot #jpda355. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.